Event description:
It was reported that this right ventricular (rv) lead exhibited a steady increase in both pace and shock impedance measurements since implant in 2016, to the point where the shock impedance was routinely above 170 ohms. The physician was no longer comfortable with these values and opted to explant and replace both the rv lead and the implantable cardioverter defibrillator (ICD). Besides intervention, there were no other adverse patient effects reported. Although the lead was cut and slightly damaged during the explant process, it is still expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a steady increase in both pace and shock impedance measurements since implant in 2016, to the point where the shock impedance was routinely above 170 ohms. The physician was no longer comfortable with these values and opted to explant and replace both the rv lead and the implantable cardioverter defibrillator (ICD). Besides intervention, there were no other adverse patient effects reported. Although the lead was cut and slightly damaged during the explant process, it is still expected to be returned for analysis. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory in two segments - severed approximately 60 millimeters (mm) from the terminal end. Visual examination of the lead noted a bend in the lead body approximately 220 mm from the tip end. Cuts in the insulation consistent with explant damage were also observed. There was noted calcification of body fluids on the shocking coils and a small amount on the outer insulation of the lead body. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Analysis determined the increased impedance measurements may have been impacted by the calcification of body fluids on the shocking coil and outer insulation of the lead body. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.